Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2005; dtma1qq crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of short ventricular intervals. The rv lead sensitivity was reprogrammed and remains in use. It was also reported that the left ventricular (lv) lead dislodged. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.